Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that the transmitter did not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the sensor was bent. The customer stated that he was low before he called and has been taking glucose tabs. The customer declined to troubleshoot for low blood glucose readings.